Event description:
It was reported that it was not possible to adjust the stimulation with the patient programmer. Patient was out of town and did not bring her recharger. She also said the x-ray machine did something to her device. It was possible to communicate but her internal battery was very low. Her husband is going to overnight her recharger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).